Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer performed control tests with his contour next meter and obtained readings of 186 mg/dl at 3:02 p.m. And 166 mg/dl at 3:06 p.m. The meter did not automatically mark them as control tests, and so the readings will be displayed as blood results when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the in-house contour next meter was tested with the in-house contour next test strips and in-house contour next control solution from lot # 9bv2g50, which gave a satisfactory performance. The control readings obtained during in-house testing were properly marked as control tests. Additionally, a device history record was reviewed for the suspected contour next meter and no manufacturing anomalies were found.